Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support (tts) and the cartridge was cracked at the canister. Reportedly, the customer removed the pump and did not have an alternate method of insulin therapy available but declined follow up from tandem technical support to confirm an alternative method of insulin therapy was obtained. Customer¿s blood glucose level was 250-300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.